Event description:
Arjohuntleigh received a complaint where it was indicated that during a patient transfer on active lift: sara 3000, two bolts that attach the lifting arm to the mast assembly had broken off, causing the lift arm frame to detach. As the consequence of the event, it was reported that the patient fell and suffered pain to the right hip and knee.

Manufacturer narrative:
(B)(4). An investigation was performed on this complaint. Arjohuntleigh received a complaint where it was indicated that during a patient transfer on active lift: sara 3000, two bolts that attach the lifting arm to the mast assembly had broken off, causing the lift arm frame to detach. As the consequence of the event, it was reported that the patient fell and suffered a pain of the right hip and knee. When reviewing similar reportable events, we have found a number of cases that may relate to the issue investigated here: two bolts broken or reported missing in mast (arm detached). We have been able to establish that compared to the amount of sold devices and in comparison to their daily use, there is no trend observed for reportable complaints with this failure and the occurrence rate is low. We have not been able to find any contributing manufacturing anomalies. The sara 3000 is a mobile raising aid intended to be used for raising to a standing position and short transfer of resident. Each device is delivered with instruction for use which should be followed to provide safe operation for patient and caregiver. Moreover the device has been designed, produced and certified to meet the requirements of standard: (B)(4) and certified to (B)(4). A simulation has been performed in relation to events where lifting arms of a sara 3000 standing and raising aid have become bent and bolts were found to be broken. It showed that these kinds of events are caused by use error. In the face of the evidence gathered, it would appear to be highly unlikely that a sara 3000 could become damaged at the lifting arms to such an extent that the device were to become unsafe, as an unreasonable degree of abuse is required for this to occur. Based on the collected information and photographic evidence, we (arjohuntleigh) have been able to establish that the most possible reason of the reported issue was pressing the up button responsible for raising the lifting arms up, despite that the lift arm was blocked by an obstruction (extreme pressure due to an obstruction could bend the lift arm and lead to the bolts breakage). This would then cause one of the two bolts to break, as when the two bolts are stressed at the same time, this causes the lift pcb to detect a too high obstruction being met and it would immediately cut off power. Only when one side is blocked can this cause continous stress. From our simulations it also comes forward that to have this occur, the misuse of continuing to raise a lifting arm under an obstruction, must occur dozens of times. Eventually, this will cause one bolt to break. Event with one bolt broken, the second bolt does not snap off when an occupant is put through a complete lifting cycle, but only gives in after again coming under extreme pressure due to an obstruction, repeatedly. So to have two bolts broken, the loudly snapping off of the first and the obviously bent lifting arms, would have been ignored over a period of time and use. Therefore the root cause of the complaint was found to be a use error relating to the device's operating as the received information and our evaluation as described above are showing that if the instructions for use had been followed the breakage of any of the two lifting arm bolts have been avoided. In summary, the device failed to meet is specification while being used for treatment of the person, it played a role in the event. However it appears from our investigation that the device was up to the specification before a use error, likely even a series of use errors, had caused it to become damaged. We find this complaint to be reportable to the competent authorities.